Event description:
Event description guidant received information that this implantable lead exhibited crosstalk oversensing of the atrial paced beat on the ventricular channel, causing many inappropriate episodes and inappropriate shock therapy. There is no evidence of pacing inhibtion. All the lead measurements are normal, however on the x-ray it appeared that the lead had pulled back slightly. It appears the lead may have pushed through unhealthy tissue in the heart. The lead will be explanted and replaced. Additional information was received stating during the lead changeout procedure, the atrial lead was found with a nick that had been repaired in 2003. The physician elected to changeout this lead as well.